Event description:
The customer contacted stryker to report that their device would intermittently prompt the message "connect electrodes" without a specific reason. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The electrodes were not returned for evaluation. After proper device operation was observed through functional and performance testing, the device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would intermittently prompt the message "connect electrodes" without a specific reason. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The electronic patient record was downloaded and reviewed. The reported issue was verified. The likely cause of the reported issue can be AED motion detection.